Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the ¿error code e117¿ was reproduced and it occurred due to the failure of the mother board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿chapter 4 troubleshooting. Troubleshoot for each error code. Error code: e117, explanation: ccu failure (this phenomenon picture is not displayed normally) (communication breaks). Troubleshooting: replace the following parts and identify the point where the error stops and replace the parts: v mb harness, v part set, power unit, gpu part set, cpu, mb. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported an e117 otv error code was displayed on the visera 4k uhd camera control unit. The error was displayed during receipt inspection of device evaluation after the demo unit was returned from the customer. There was no reported patient harm or impact due to this event. The report is being submitted due to e117 error code found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the e117 error code was displayed due to a printed circuit board failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.